Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired across the appendix. Only the staples on one side of the reload cartridge fired. Another reload from a different lot was used and the same thing happened. An endoloop 2 was used for closure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.